Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the field representative requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted and reviewed the reports. Ts noted what appeared to be an atrial-driven arrhythmia with a 1:1 conduction pattern that reached the ventricular fibrillation (vf) detection zone, resulting in the delivery of a shock that successfully slowed the rate below detection thresholds. Similar behavior was observed in multiple episodes where this ICD delivered anti-tachycardia pacing (atp) therapy and shocks for what appeared to be supraventricular tachycardia (svt) with ventricular rates that reached vf zone, potentially resulting in inappropriate therapies. Additionally, it was noted that approximately three years prior, one shock delivery induced an atrial fibrillation (af) episode. No additional adverse patient effects were reported. This ICD remains in service.